Event description:
It was reported that the lead integrity alert (lia) triggered for short interval counts (sic) and high rate non-sustained episodes on the right ventricular (rv) lead. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 91 ventricular sics occurred since last session 70 days ago. 5 non-sustained tachycardia (nst) episodes with v-v intervals less than 220 milliseconds occurred between (B)(6) and (B)(6) 2014. Lead failure predictor triggered on (B)(6) 2014 for v-sics and nsts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4193-88 lead, implanted: (B)(4) 2004; d314trg ICD, implanted: (B)(6) 2014. (B)(4).